Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a new controller and recharger were requested. It was stated that the devices are already 6 years old and no longer charge fully or heat up very quickly. She therefore urgently needs a new set controller / recharger. Additional information was received that the patient was having problems with the charger and needed assistance. Resolution unknown, no patient harm was reported. Additional information was received. Recharger and controller information confirmed. Regarding the statement: "no longer charge fully or heat up very quickly", it was stated that the recharger was not able to fully charge up the ins. The recharger itself was heating up; the coil was heating up. It was also confirmed that ¿poor recharge quality¿ was displayed frequently. The patient needed assistance setting up the new handheld and recharger. The issue was resolved. The device is in possession of the manufacturer and will presumably be shipped on wednesday (B)(6).

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H6 codes apply to the recharger. G2. Foreign: austria. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the controller was replaced as well.